Manufacturer narrative:
B3 date of event: article publish date used as no event date was provided d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation this event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature, proceedings from conference abstract, that device interaction occurred. A case study was conducted on a single patient to report the impact of pulse field ablation on a cardiac implantable electronic device. A pulse field ablation (pfa) procedure was performed using a farawave catheter on a patient with a history of paroxysmal atrial fibrillation and atrial flutter and a previously implanted unknown pacemaker. Pulmonary vein isolation was completed using the farawave catheter and linear ablation of the cavotricuspid isthmus was completed with an unknown radiofrequency ablation catheter. Post procedurally the pacemaker showed normal sense, thresholds, and lead impedance. Remote monitoring revealed the automatic threshold measurement function had been disabled and the patient underwent additional evaluation. Intracardiac electrograms demonstrated noise intrusion during pfa delivery, which was considered the cause of the automatic threshold measurement being disabled. No patient complications were reported.